Manufacturer narrative:
(B)(4)

Event description:
It was reported that the first implant¿s battery ran down quicker than it was supposed to because they used it so much for the pain and they could never really get it exactly where it needed to be hitting. It was noted that they could not program it to hit the exact place where the pain was. They could not recall when the battery reached end of service. The implantable neurostimulator (ins) was replaced with a rechargeable ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v007622, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: extension. (B)(4).